Event description:
An endurant iis bifurcate stent graft was implanted during a chevar procedure for the treatment of a 75mm abdominal aortic aneurysm . The diameter of the aorta at the renal artery was 29mm, the length of the proximal aortic neck was 15mm, degreeof angulation was 40mm and there was noted to be vessel tortuosity and calcification. It was reported during the index procedure that the bifurcate stent graft expectantly slipped approximately 1cm which resulted in a type ia endoleak. The physician placed a cuff which resolved the type ia endoleak. As per the physician the cause of the event cannot be determined.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.